Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, trauma / accident, pain, swelling, fistula, abscess, inflammation.